Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG cable are not working. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the field service engineer assessed the device and replaced the damaged ECG cables with a cbl 5 lead set snap iec, ICU, which resolved the issue and restored the device to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.